Event description:
Caller states neonate patient tested 41 mg/dl on the inform system while using comfort curve test strips. A lab obtained from the same capillary sample returned as 17 mg/dl. The baby was fed after the lab result was received. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.